Event description:
I have purchased hundreds of guardian 4 continuous glucose monitoring sensors from medtronic. These sensors are the only continuous glucose monitoring sensors that are compatible with the medtronic insulin pump that I use. These sensors are supposed to provide readings every 5 minutes for seven (7) days upon insertion. Rarely have the sensors lasted for 7 days without a "change sensor" error. The sensors offer no explanation for failure, and there is nothing visibly wrong with the sensor. I have used these sensors since (B)(6) 2023, and they are very expensive. While medtronic does allow for clients to request replacement sensors online free of charge, they only provide 5 of these sensors every 90 days. If more sensors are needed, the client must call medtronic to request replacements. When I call, medtronic tries various tactics to avoid culpability. For instance, they have a) implied that it is because other medtronic products that I have are out of warranty, b) stated that I don't know how to use the product correctly, and even c) stated that they could not guarantee that the sensors last for more than a few hours. I am happy to provide the FDA and medwatch with any information needed for investigating these product deficiencies. (B)(6).